Event description:
The customer reported the system displayed an overload fault and shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep eval the system and cleaned and regreased the tube high voltage connectors. The system operates as intended.